Manufacturer narrative:
The device was evaluated. A service engineer (se) evaluated the device at the customer site. The se evaluated the retrieved data and the data showed no loss of battery power. The se performed physical and electrical inspections and could not replicate error. It was recommended to replace the power base board, related cables, and batteries. Subsequently, all testing was completed successfully. No further observations noted, the device was deemed ready for normal customer use.

Event description:
It was reported that, the device user (du) reached out via text requesting a call as the metra was not charging. The clinical specialist (cs) initiated video call and noted that while in prep mode (liver on backtable, in ice, with uw solution) the device went from 95% with plug icon showing, to 5% and no plug icon showing. The du completed initial troubleshooting with clinical specialists with no success. Subsequently, additional troubleshooting was completed by the cs had the du which resulted in the device showing 96% battery power and plugged in icon.